Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure on thursday morning, the gastrisail used initially as intended for the first insertion. The surgeon used the device for a leak test and everything was ok, the sail deployed ok. Then, an attempt was made to re-advance the device through the esophagus into the anastomosis, but the device would not advance. This caused a perforation in the esophagus. When removing the device, resistance was felt. About 5 inches from the distal tip, the tube was kinked. Surgeon went back in after the device was removed and did an egd (camera scope) and didn't notice the perforation at the time. A reoperation was conducted on friday night. The perforation was over sewed. There was a lot of puss.

Manufacturer narrative:
Additional information provided by the account.

Event description:
Additional information provided by the account: the gastrisail was not used for a leak test. The device was placed and was trying to be passed through the gj so a leak test could be performed. They could not get the gastrisail through the anastomosis, doctor could not understand why because he could see the tip of the device.

Manufacturer narrative:
Sample received date 04/04/2016. Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Engineering determined that the device was damaged due to mishandling. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.